Event description:
Broken apex femoral stem in left hip 81 months after initial surgery. Surgeon confirmed that revision surgery went well.

Manufacturer narrative:
Investigation: results of investigation: there were three components available for examination: the titanium alloy femoral stem, the titanium alloy modular neck (broken into two pieces), and the cobalt chrome ball head (assembled on the neck). The proximal end of the femoral stem showed retained bone at the ingrowth surface and large scratches secondary to surgical removal of the stem (see attached photo). The cobalt chrome femoral head was firmly seated on the modular neck, intact and otherwise unremarkable. The cobalt chrome alignment pin was not evident. The hole in the proximal surface of the stem, where the alignment pin was press-fit during factory assembly, was empty (see attached photo). The three engagement holes in the femoral neck were also empty, but the central hole was deformed, indicating prior engagement of the alignment pin with this hole. The pattern of surface damage on the distal flat surface of the neck confirmed neutral alignment of the neck on the stem (that is, the alignment pin was located in the central, or neutral anteversion, position while in service; see attached photo). The fracture surfaces of the lateral neck peg had a mottled appearance (see attached photo). The ridges that run in a general anterior-posterior direction are suggestive of fatigue fracture. The surface damage medial to the alignment pin holes, with a fairly sharp border in an anterior-posterior orientation, with matching patterns on the proximal flat surface of the stem and distal flat surface of the neck, indicate repetitive contact and fretting abrasion. The lack of surface damage lateral to these areas suggests that there may have been a gap between the stem and the neck medial to the damaged areas. The external surface of the lateral neck peg (fractured) showed extensive abrasion and surface discoloration. Dimensional inspection of the modular stem and neck interfaces were precluded by abrasive wear secondary to failure of the modular neck. Review of the inspection records for the specific stem and neck lots indicates that the dimensions of the modular neck peg and mating hole in the stem were within specification (one of the 70 necks in lot 141 had a proximal diameter of the peg that exceeded the high tolerance by an insignificant 0.00001 inch). The certificate of compliance and chemical composition for the cobalt chrome alignment pin indicates conformance to astm f1537, including yield strength (121 ksi), tensile strength (178 ksi), and elongation (20%). (See scanned pages).